Event description:
It was reported that the insulin pump alarmed low reservoir at 10 units of insulin. Customer stated that with .25 units remaining she programmed 3 units bolus and it delivered without any alarms. Advised the customer the insulin pump will not alarm until it is completely empty. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.